Manufacturer narrative:
The pump was returned to animas and investigated on 24-oct-2018, with the following findings: the display screen was dim and discolored. The allegation of missing segments couldn¿t be verified due to the display screen issue. Unrelated to the display screen, the battery compartment was cracked. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were segments missing from the display. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen, which may result in over or under delivery. There was no allegation of an adverse event associated with this complaint.